Event description:
The pump was returned for investigation. Investigation revealed that a component on the printed circuit board had failed and current draws were not within required specification. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed short battery life. Evaluation revealed that the current draw was not within specifications. Evaluation revealed that a component on the printed circuit board had failed. (B)(6).